Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the one step catheter was placed in the patient and a 50 ml luer lock syringe was attached to obtain fluid for labs. The fluid was drawn into the syringe. The hub then broke off into the luer lock when twisting the syringe to remove it from the one step catheter. This prevented the IV line from being attached to the catheter. The clinician removed the catheter and inserted another to complete the procedure. No additional patient consequence to report.